Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note the date of event is unk. It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity device was used during a biopsy procedure. According to the complainant, during the procedure, the forceps' pull wire broke. The forceps was removed from the scope without issue and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.